Event description:
It was reported that according to the physician, the patient started using the implant prematurely, causing a cylinder to herniate out of the corporotomy. A revision surgery was performed to close the herniation. Nothing explanted.